Manufacturer narrative:
(B)(4).

Event description:
It was reported through an implant card that the patient's lead and generator were replaced due to high impedance. Product return is not expected. No further relevant information has been received to date.

Event description:
It was reported that the physician detected high impedance on the patient's generator through diagnostics preoperatively. No further relevant information has been received to date.